Event description:
A pt with a multiple treatment history was treated on 5/12/95 in the forehead and glabella. On 7/17/95, two "forehead lesions" were excised; date of onset of symptoms not recorded. A pathology report revealed "anodular dermatitis with grauloma formation". The physician was unsure of an etiology for the symptoms. As of 1/27/97, all symptoms were resolved.